Event description:
It was reported that: "it was noted prior to implantation that the retaining ring for stem inserter was damaged (bent)."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.